Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 he received a "pc" message on the display of his adc blood glucose meter. Customer further reported that because of this he could not test his sugar so he self-administered unspecified amounts of lantus and humalog insulin. Approximately an hour later he began to feel "disoriented, lightheaded and was sweating" so he self-administered a glucagon injection. Customer noted his symptoms went away after treating with the glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and insertion of strip. "Pc" was not observed. The complaint is not confirmed.